Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lavh. "At activation 20 the surgeon went to grasp the tissue and the voyant fine fusion handpiece snapped. When I spoke to the surgeon does not believe he used a lot of force to get it to snap at the hinge. All pieces recovered and blade stayed in place." Additional information received from territory manager associate on (B)(6) 2017: the blade was not exposed. There was no bleeding from the snapping as it snapped while the surgeon was grasping the tissue, no energy had been applied and the jaws had not been locked in place. The tissue being grasped was a section of the cervix where there was tumor. No part of the device fell into the patient's abdomen. The spring did come off but landed on the floor and the rest of the handpiece was in the surgeons hand. This section was already open as this stage was the end stage of an lavh. No patient damage occurred. Patient status: no patient injury or illness associated with the complaint.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, eschar and blood buildup was observed on the sealing surfaces of the jaws of the device and confirmed that the handle had separated. Engineering confirmed that all components of the device were returned along with the device. Functional testing was not performed as the device was returned non-functional. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional info received from applied team member, 31st july: "as far as I am aware the tissue being grasped at the time was the vaginal cuff where there shouldn't have been any tumour due to the margins taken during the lavh. I am fairly certain it was soft tissue."